Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu needs to be replaced. The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the lunar/orca system had no image displayed. No patient injury was reported.